Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). For the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed 20 years ago via tha (date of surgery was unknown). It was reported that the revision surgery was performed on (B)(6) 2019 by replacing the stem (p/n: 134524000), the head (p/n: 152190060) due to stem neck fracture. The stem neck fracture was revealed by x-ray on (B)(6) 2019, and it was confirmed the cup was duraloc, the stem was aml plus. Although the eto method failed in the revision surgery, the stem could be explanted. However, as a result, the bone around the femoral stem broke apart, and it was not possible to insert stem and cement. Finally, an exeter long stem (manufactured by stryker) was inserted (cement was not used), a couple of nseplon cables were used. The duraloc was retained, and 2 screws and the liner were explanted. The surgery was completed, and it was unknown whether there was a surgical delay or not. No further information is available.